Manufacturer narrative:
Date of death was not specifically reported - only that the death occurred a week before the incident was reported. Therefore, the healthcare facility has not provided the serial number of the device to identify the catalog #, expiration date, and serial #. The healthcare facility has only reported that the device was implanted in 2002. Device will not be available for evaluation because an autopsy was not performed. At the present time, the healthcare facility has not provided the serial number of the device to allow for a review of the device history records. Efforts are underway to obtain additional information on the patient's clinical history as well as the serial number of the device. The healthcare facility has not provided the serial number of the device to determine the date of manufacture.

Event description:
A male patient was reported to have expired about 6 years after his aortic valve replacement with a mitroflow aortic pericardial heart valve. The patient was reportedly asymptomatic for 5 years and became symptomatic, requiring intervention. Reportedly, the surgeon noticed calcification in 2007 with an associated dysfunction of the valve. According to the surgeon, the patient died of pulmonary edema at the hospital, while waiting for the intervention to be performed. It is unclear from the information available if the pulmonary edema was attributed to the performance of the device.